Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited high threshold measurements and was found to have dislodged. A revision procedure was performed and the lead was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. If additional information is received, this report will be updated.